Manufacturer narrative:
Film evaluation summary: the reported endoleak could not be assessed on the pre-implant films returned; therefore, the cause of the event could not be determined. Lack of post-implant CT's and selective angiograms including endoleak interrogation were not available for assessment of the stent graft in vivo configuration and endoleak. Although the cause of the event could not be determined, the anatomical factors reported to have contributed to the endoleak (i.e. Calcification within the mid narrowing of the aorta) were observed in the provided films. Additional information received: it was reported that the follow up CT scan review performed 16 days post-index procedure appears to show resolution of the endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 56mm aaa. Endoanchors were implanted p rophylactically.  It was reported that during the index procedure, the evar was performed in the usual fashion. On final angiogram, there appeared to be a type iii endoleak. The physician suspected a type ii, iii or IV endoleak and ruled out a type I endoleak. The physician was concerned about a possible type iiib endoleak, so implanted two non mdt bare metal stents in the bilateral limbs distal to the flow divider of the bifurcate. A final angiogram performed showed the endoleak had reduced. The procedure was completed. It is unknown which stent graft the type iiib endoleak affected but it was suspected the main body was the main issue. Per the physician the cause of the endoleak was anatomy and calcium within the mid narrowing of the infrarenal aorta.  No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1610c124e, serial/lot #: (B)(6), ubd: 15-jun-2024, UDI#: (B)(4) ; product ID: etlw1610c124e, serial/lot #: (B)(6), ubd: 17-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed from the films provided; however, the exact cause and type of the endoleak could not be determined. Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak subtype, source/cause, but this was not available for review . A type ia endoleak was a possible cause due to the patients short and conical aortic neck but this appears unlikely as there appeared to have been sufficient proximal seal, particularly as the endurant iis proximal seal was re-enforced with endoanchors. A type ib endoleak was unlikely as there appears to be adequate distal seal. A type iiia junctional endoleak was also not likely as there appeared to be sufficient component overlap. A type iiib endoleak could not be fully ruled out as a possibility as calcification in the aneurysm sac may have contributed to fabric abrasion of the graft. Although a type iiib is generally less likely to have occurred at the index procedure, the patients unusual hour glass aneurysmal shape and the severity of the calcification present may have led to it in this case. A type IV blush endoleak caused by fabric porosity also may have been a factor and there is primarily evidence of a likely type ii endoleaks due to the patent collateral vessels observed to be feeding the aneurysm sac. Analysis of the return films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.